Event description:
On 04.26.10, covidien was informed of a customer who had an issue with a so called heparin finished product. The attorney alleges that the patient was administered heparin containing alleged contaminants from prefilled syringes on one or more occasions, on and prior to (B) (6) 2008. The patient passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.